Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
Information received reported that the device was "acting really weird" 2 weeks ago. Instead of stimulation in the back it was going to the ribs. It felt like a belt tied around the stomach. It should have not been on with no stimulation, but they were still getting stimulation. The patient saw the manufacturing representative (rep) nancy 7 times to correct this so finally they told the patient to turn it off. The patient needed an MRI because they thought something was wrong with the device and to check if the leads had migrated. It was noted that 3 weeks after implant they started having problems with it. The patient later reported that the device was to help with her lumbar pain, which was in areas of s1, s3, s4 and s5. All were affected in one or another. The patient would get stimulation but the stimulation would come around the left side and it did not touch her back. Instead the stimulation would go into the ribs and stomach, and it felt like a band around her stomach. The patient had been very upset and had been to hell and back. The x-ray done recently showed that the leads were in the thorax area, not in the lumbar area. That explained why she was not getting any relief in her back and why she was feeling stimulation in the ribs, arm and stomach. She felt that the leads had migrated. One of the times when she met with the rep, the rep had checked out the leads and confirmed that the leads had not migrated and that they were in the right place. The patient was 100% sure she would be having the device removed by a different neurologist. The patient's relevant medical history includes non-malignant pain.